Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: pump found to be delivering accurately and within required range. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten. Review of the current black box and alarm history shows no alarms related to the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A delivery accuracy test was successfully completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012, the patient contacted animas requesting assistance with changing her basal rate. At the time of the call the patient mentioned obtaining a low blood glucose (bg) reading of 59 mg/dl that morning with symptoms of "slight confusion and mild shakiness". The patient reported treating the low with juice and confirmed feeling better afterwards. At the time of the call, the patient sated her bg was 72 mg/dl. The patient informed customer support that the low bg excursion may have been as a result of eating less the day prior and increased activity. At the time of troubleshooting, the patient confirmed the date on the pump was set correctly; however, the time was 15 minutes ahead. The patient reported that she routinely sets the time on the pump ahead. It was noted that the patient does not use the pump's advanced features. The patient stated she does not routinely bolus with the pump. Review of basal rates noted a 2.8 unit/hr and customer support noted that the patient only had one basal program in the pump. At the time of the call, the patient thought the bolus rate should have been lower. She thought it should have been half the rate and was concerned that the pump had changed the basal rate on its own recently. However review of basal history revealed the same basal rate of 2.8 u/hr for the past month. The patient was advised she contact her hcp to confirm what her basal rate should be. After reviewing the pump, customer support informed the patient no defect was found with the pump. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia. Although review of the pump did not reveal a malfunction of the device, insulin pump use could not be ruled out as a cause or contributor to the low blood glucose excursion.